Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alerts on the mobile app occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.